Event description:
Per physician's assistant (B)(6), "we are planning to perform a right heart catheterization tomorrow and potentially reduce the pt's IV remodulin dose. My biggest concern is that when I spoke to the pt and their spouse, it seems they are unaware that they are supposed to be changing the needleless connecter when they do tubing changes. I realized this because when they came to the ER, they had the same maxzero connector on the remodulin lumen of the PICC that they were discharged with after their last admission. The reason they actually came in to the ER was because of leakage around the maxzero connector and blood backing up into the PICC. When I called in the on-call (B)(6) on saturday, they confirmed they are receiving invision+ connectors with their shipments, however, the pt's spouse who manages the pt's infusions advised they were not aware that they should be using/changing these." "Pt's spouse advises they have not been doing this when the pt had a hickman either. I wonder if this could have lead to the bacteremia if they never changed it. Could a (B)(6) nurse coordinate a refresher training to be done prior to pt discharge so they understand when and how to change and prime the connector? I anticipate possible discharge by the end of the week if the pt does well." IV self-filled remodulin pt via a cadd solis pump. It is unknown when the pt went to the ER or when they were admitted. No additional details, dates, or information provided. Diagnosis for use: pulmonary arterial hypertension.